Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site (specific date not reported) and subsequently the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on july 04, 2022.

Manufacturer narrative:
This report is submitted on june 14, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unspecific medical reasons. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.